Event description:
Elegance clinical study: it was reported that vessel dissection occurred. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion 1 was in the right proximal superficial femoral artery (sfa), right mid sfa extending into right distal sfa with 5.6 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length 300 mm with 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study devices, pre-dilation was performed using 4 mm x 120 mm non-boston scientific (bsc) balloon, 5 mm x 220 mm peripheral balloon and 4mm x 120 mm non-bsc balloon. Treatment of target lesion was performed by placement of three 6 mm x 120 mm eluvia drug eluting stents. Following post dilation was performed using 5 mm x 220 mm peripheral balloon, 6 mm x 120 mm non-bsc balloon and the final residual stenosis was noted to be 10%. On the same day, during the treatment of target lesion 1, dissection of grade d was noted due to v-18 guide wire. As a response to the event, bailout stent was placed. Post treatment, the final residual stenosis was noted to be 10%. The complication of dissection was resolved. Six days later, the subject was discharged on aspirin.

Manufacturer narrative:
(B)(6).